Manufacturer narrative:
Manufacturer's evaluation: the complaint of infection cannot be confirmed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2016 -01579. It was reported the patient had drainage at the scs surgical site. Cultures were taken. Follow-up informatiion revealed the patient was confrimed to have an infection at the ipg and lead sites. It was noted the patient has a history of infection. As a result, the patient underwent surgical intervention on (B)(6) 2016, where her entire scs system was explatned.